Manufacturer narrative:
A user facility reported, "the balloon deflated on its own and came out of the patient. The rn tested the balloon, and it looked like it had a hole in it." Deroyal industries, inc. Requested return of the device but it has not yet been received. A supplier corrective action request (scar) has been issued to the supplier. This investigation is ongoing and not complete at this time. No further information is available at this time. We will provide follow-up information when it becomes available.

Event description:
A user facility reported, "the balloon deflated on its own and came out of the patient. The rn tested the balloon, and it looked like it had a hole in it."

Manufacturer narrative:
A user facility reported, "the balloon deflated on its own and came out of the patient. The rn tested the balloon, and it looked like it had a hole in it." Deroyal industries, inc. Requested return of the device and received it on 7/16/2025. Deroyal reviewed the work order for the lot and found no issues. An inventory check was also performed on 100 eaches and all were found to be acceptable. The risk analysis was also reviewed and found to be up to date and in no need of updates. A complaint to sales analysis was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) has been issued to the supplier, xeridiem. The supplier confirmed the balloon tear on the foley catheter. The device history record (DHR) for the lot was then reviewed. All line clearance, material verification, and qc inspections were performed by trained xeridiem staff. The product was found to be manufactured in accordance with the approved part specifications. Based on the DHR review and review of the device itself, no abnormalities were identified that could have lead to the balloon tear observed. Xeridiem controls include training and certification of all production personnel and qc inspectors. Line clearances are performed and documented at each workstation. All molds, presses, and testing equipment used to manufacture the product line are documented within device history records and cleared/ calibrated when applicable. Control surrounding the actual silicone material used included stringent storage, milling, cleaning, and extrusion rules. Detailed DHR pictorial instructions are present at each workstation and deliver specific guidance for every step of the manufacturing process. Root cause: because no issues could be found within the DHR or identified based upon the device, the root cause was unable to be determined. Corrective and preventive actions: because the root cause could not be confirmed, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up information if it becomes available.